Event description:
Device malfunction: bent posterior needle tip/posterior cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was initially reported that the device was to be returned for analysis; however, no specific information was available. Multiple attempts to obtain specific information were unsuccessful. Upon analysis of the returned device, it was found the posterior needle tip was bent and a posterior cuff miss had occurred. This would result in a failure to achieve hemostasis.

Manufacturer narrative:
Evaluation summary: the plunger, link, and both cuffs were not returned with the device, limiting the scope of this investigation. Evaluation of the returned device found that the posterior needle tip was bent and human tissue was observed on the posterior needle tip. This is consistent with the needle being deflected during deployment and subsequently resulting in a posterior cuff miss. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.